Event description:
New information received states: the software upgrade was normal and there was no malfunction with the software upgrade. Patient will have another follow up visit around (B)(6) 2018 and will continue to be monitored. No further anomaly was observed post event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic for a follow up visit, device software upgrade was attempted when the device went into back up vvi mode, due to inductive telemetry failure. During the attempt the patient was not moving on the bed and the inductive wand was not removed. The device was restored successfully. Patient was stable.